Event description:
It was reported that an occlusion alarm occurred. Customer reported using trusteel infusion set for longer than recommended. Tandem technical support education customer this is off label per the user guide. Customer changed pump supplies and resumed insulin therapy. The customer's blood glucose level was 302 mg/dl.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.